Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms and motor error alarms. Customer's blood glucose was 425 mg/dl. Customer was advised the device rewound prior to the call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received the currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. No motor error alarm and the motor passed the motor test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads cracked and cracked reservoir tube lip.